Event description:
Home patient reports pin hole leak in pt line tubing of homechoice set, noted during apd treatment. Hp ended treatment and restarted with new supplies. No pt injury or medical intervention required per hp. Hp noted pet cat chewed through tubing and is no longer allowed in bedroom.